Event description:
A (B)(6) male patient's wife contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon evaluation, the belt failed incoming testing. The cause was an open yellow (pgnd) wire in the trunk cable and an open pulse wire in the distribution node (dn) to ECG b cable. The root cause of the damaged wires was unable to be positively identified but is likely excessive force placed on the cables, as the belt was returned with signs of physical abuse. No adverse event resulted from the open wires. The patient was issued a replacement electrode belt.